Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose (bg) level was 400-500 mg/dl. Elevated bg was addressed via manual insulin injection. Customer went to the emergency room and was subsequently hospitalized for elevated bg. Customer was treated intravenously with saline and insulin, and was released from the intensive care unit 2 days later with the issue resolved and no permanent damage. The customer reverted to multiple daily injections for insulin therapy.